Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Concomitant medical products - echo femoral stem catalog#: 192411 lot#: 672690, ringloc acetabular cup catalog#: 16-104160 lot#: 684500, low profile screw catalog#: 103535 lot#: 362080, low profile screw catalog#: 103531 lot#: 815440, femoral head catalog#: 11-363661 lot#: 544610. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision procedure approximately six years post-implantation due to poly wear and pain. During the procedure, scar tissue was noted. The femoral head and liner were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient reported experiencing pain and is unable to walk after undergoing a right hip arthroplasty. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.